Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted aneurx stent graft at the location of the aortic neck to the iliac limb. The vessels were small in diameter and severely calcified. The physician had inflated the balloon one time when the balloon burst. The balloon was successfully removed from the patient. It was reported that the cause of the balloon burst was due to the patients small in diameter and severely calcified iliac arteries. The catheter was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Pt's condition affected effectiveness of device.